Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address severe malposition of tibial and femoral components. Subsidence, osteolysis and loosening at both interfaces was also reported. Depuy cement was used. Update rec¿d 01/13/2015 - patient's medical records were received. Medical records were reviewed for MDR reportability. Medical records indicate the patient was revised to address a limb length discrepancy, pain, and hyperextensibility. The patient's cement, femoral, tibial, insert, patellar components are being reported at this time. The complaint was updated on: 02/04/2015.

Manufacturer narrative:
Additional narrative: the device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient medical records were supplied and reviewed by a depuy medical professional. Review of the supplied medical records confirmed the reported loosening, malpositioning and hyperextension. From a medical perspective, based on the very limited amount of information available, it is not possible to determine if the complaint is product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.